Event description:
The customer stated, he lost consciousness and was hospitalized for low blood glucose and the reading was 50 mg/dl. The customer stated, he forgot that he had given a bolus prior to eating. After his meal, he gave another bolus, causing his blood glucose levels to drop. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.